Manufacturer narrative:
(B)(4). The stent remains in the patient. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this event. The reported patient effect of prolapse is in the xience sierra everolimus eluting coronary stent systems electronic instructions for use (IFU) as a known patient effect of coronary stenting procedures. A conclusive cause for the reported patient effect and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat a bi-furcation of the left anterior descending (lad) and diagonal arteries. The 3.0 x 23 mm xience sierra stent was deployed at the bi-furcation when it was noted that the lad was jailed, possibly due to plaque shift. A guide wire was advanced to pass through the stent walls to access the lad, but the lad could not be accessed because the deployed stent blocked off the lad (jailed). The patient was sent to surgery for single vessel bypass of the lad, made a full recovery and was discharged home. No additional information was provided.